Event description:
It was reported that the patient underwent a revision procedure due to the cylinders were not filling and the patient could not use the prosthesis with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. The patient is stable following the procedure.